Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0306910v, implanted: (B)(6) 2003, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturing representative reported that after the patient's left lead was removed due to infection, their right system showed high impedance. Impedances ranged from 5,000 to 9,000 ohms and almost everything with case, zero, and one was high. The right implantable neurostimulator (ins) was turned off for surgery and the night. When the ins was turned back on the following morning, impedances were still high. The patient was not getting tremor relief or feeling any side effects. Prior to the revision of the left system, everything was working well. A lead check was done and all four connections were good. Stimulation was turned up, but the patient was not feeling any paresthesia and they had no side effects. The patient usually felt a "zip" during impedances measurements, but they did not feel that. The patient was not getting any shocks at the connection sites. Impedances of the left system with only the extension and ins had similar impedances to that of the right system. Follow up with the manufacturing representative indicated that the ins was reprogrammed to use electrodes with lower impedances, but there was no symptom control. Scans were done and they revealed the surgeon had accidentally cut through the right lead. The right system and lead remained intact. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.